Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that on (B)(6) 2018 the patient developed excruciating facial pain and noted puffiness under their right eye. The patient had a peripheral stimulation system for facial pain. The patient was directed to their health care provider (hcp) and instructed to inform the manufacturer representative of the appointment date so the manufacturer representative could be there. The patient feared a lead had moved. Follow-up for device information and cause would be performed at this hcp appointment. No further complications were reported.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep met with the patient in the emergency room department. The patient had an appointment earlier in the day with dr. (B)(6) but unfortunately the doctor¿s office had informed the rep earlier in the week that the patient¿s appointment was not on their schedule, so the patient was upset the rep did not make it. The patient told the rep that the system had been working pretty well over the last four years until a few months ago when they were struck in the face. Ever since then their pain was not being controlled with the system. The patient had (2) 1x8 leads infra orbital leads. It was reported that unfortunately the reprogramming was not saved on the rep¿s clinician programmer so they did not have the serial number of their ins. They stated that the patient was implanted in 2015 so likely had a (B)(4). The patient also had films taken recently that do not indicate any lead migration. The patient was feeling strong facial stimulation when I turned his system on but said that the pain was breaking through. Ironically, when the system was turned off the patient stated that the pain was excruciating, so it¿s obviously helping. The rep reprogrammed to intensify the strength and to reduce any type of eye muscle contraction or twitching. The rep told the patient to keep the strength at a tolerable level and to leave the system on 24 seven to see if it helps. The patient had the rep¿s contact information and would call them if they needs additional support. The patient¿s doctor was informed of the re-programming session. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.